Event description:
The lead was returned to the manufacturer after the pateint's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Follow up with clinic reported cause of death was metastatic lung cancer and brain cancer. Patient had been receiving radiation therapy. Wife had requested device be turned off on (B)(6), 2009 per requirement of hospice. No autopsy was performed. Most recent device check, (B)(6), 2008, impedances were normal.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The lead was returned to the manufacturer after the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.